Event description:
It was reported that the surgeon inserted an aq2003v silicone three piece lens and the lens was torn during insertion. The lens was removed and another same model lens was implanted without any pt injury.

Manufacturer narrative:
.